Manufacturer narrative:
(B)(4). Evaluation conclusion: off-label (aortic neck length less than 10mm).

Event description:
Additional information received reported that a CT found that there was a type 1 endoleak and the physician thought that there was room to implant a cuff. It was noted that the physician stated that the event was related to the device and that the type ia endoleak was caused by disease progression. The patient had a cuff implanted and the endoleak resolved with no complications. No clinical additional sequelae were reported and the patient is fine.

Event description:
An endurant stent graft system was implanted for the endovascular treatment of an abdominal aortic aneurysm. The aortic neck length measured 9mm. It was reported that initially after implantation of the endurant devices, there was a type IV blush at the end of the procedure. The following day, it was reported that the type IV blush could be a type I endoleak. The physician wants to do a 30 follow up scan before considering any intervention plans. No clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
(B)(4).

Event description:
Additional information was received. It was reported that the previously observed endoleak is indeed a proximal type I endoleak. The physician believes the cause of the event is due to disease progression. There are no interventions plans at the current time. No clinical sequelae were reported and the patient is being monitored.